Event description:
Information received notes that at implant, impedances were normal and the patient was in her own sinus rhythm. Shortly afterward, another check showed no output with impedances >2500 ohms. The leads were disconnected from the pulse generator and tested. Normal impedances were seen with an analyzer. After reconnection, ventricular output was seen for a short time with impedances >2500 ohms and no atrial output. The patient's condition was "ok".